Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibre. Further info can be expected as soon as the samples are on hand. "Gambro does not regard the submission of this report as an admission of liability."

Event description:
Customer complaints blood leak during first use. Blood flow rate, 170ml/min, tmp, 70mhg. The blood loss was about 6ml. No patient harm and no medical intervention was necessary.